Event description:
It was reported that there was blockage while using the bd smartsite¿ needle-free connector. No patient impact reported. The following information was provided by the initial reporter, translated from chinese to english: when the nephrology department of the hospital used the 2000e infusion connector, it was found that the liquid could not be infused, so it was replaced with a new connector.

Manufacturer narrative:
2000e china 510k: this is an international code - the model#/catalog# is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number is for the domestic similar product: k061285. Initial reporter name and address: initial reporter phone (B)(6). Investigation summary: a 2000e china sample was not available for investigation; however the customer confirmed the complaint sample was from lot 22015562. The feedback provided by the customer indicates that complete occlusion was detected when attempting to flush the smartsite with saline. The customer also confirmed the connecting product was a condele syringe. As part of the feedback the customer provided a video of the affected sample; analysis of the video confirmed the customer's experience as a complete occlusion was observed during attempts to flush the smartsite. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015562 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.